Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip during visual inspection. The insulin pump passed the priming, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. There was no excessive no delivery alarms on the insulin pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 475 mg/dl. Customer experienced fatigue, frequent urination and thirst. Customer treated their high blood glucose with a manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer had no delivery alarm occur during basal delivery and bolus delivery. Customer advised the no delivery alarm was a recurring issue. Customer was able to resolve the issue with a complete set change. Customer declined to return the infusion set or reservoir for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.